Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 14mm amplatzer vascular plug 2 was selected for an implant in a tavi procedure to prevent endoleak. During the procedure, the device malformation during deployment. The physician took the device out of patient body. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system it is unknown if a new device was implanted. There was no harm to patient in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.